Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported nonoperational vent with error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.